Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. A visual inspection was performed and the reported issue was confirmed. The connector was detached. A possible root cause can be due to a lack of solvent used during the assembly of the connector with the catheter. As a result, the solvent dispenser system has been improved to control the amount of solvent dispensed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the hub of the feeding port fell off during infusion. There was no patient harm or medical intervention required.